Event description:
Patient underwent a left shoulder arthroscopy with labral repair on (B)(6) 2023 without complication. On (B)(6) 2024 the patient had an xray of the left shoulder following a fall at college. The xray revealed an incidental finding of a "metallic item" in the anterior glenoid. The patient followed up with orthopedics while home from college on (B)(6) 2024 where the provider reviewed the xray and ordered a CT scan which confirmed a metallic item likely representing a very small piece of an anchor device that appears to have broken off when deploying the anchor.